Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information; no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were not provided. The complaint is not confirmed. The root cause is attributed to use error and failure to follow instructions as the incorrectly sized tibia was implanted in the patient. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported an incorrectly sized tibial was implanted in the patient. The patient was revised the next day and the correct sized tibial was implanted with no issue.